Event description:
It was reported that on (B)(6) 2025 that the head of perfusionist reported that all 3 pedivas blood pumps available in the hospital had an issue in being locked in the motor housing. When the pumps were completely rotated in the motor housing as per the instructions for use (IFU) the screw in was not matching the groove. When the screw was aligned with the groove, the pump was not fully rotated and it was moving within the motor housing. The pumps were pulled out and repositioned in the motor housing and the same issue occurred. There were no alternative to treat the patient so the pedivas blood pumps were used fully rotated in the motor housing. On 10apr2025 it was reported that the pump was working as expected. There was no patient impact. The patient was still under support and no further information on the patient status was provided. Images were provided. No products would return for evaluation. It was thought that since the pumps were not correctly inserted into the housing that this may bring on hemolysis issue, malfunction, overheating, dislodgement with consequent ECMO block. The patient supported by the pedivas pump was experiencing hemolysis on (B)(6) 2025. As all 3 of the pedivas pumps were tested with all available motor drives and showed the same issue, a new snap-in motor would be provided. It was noted that the customer reported that the patient was experiencing hemolysis due to inability to lock the pedivas pump in the motor as per the instructions for use (IFU). Three snap-in motors were provided to ensure fixation of the pedivas pump as per the IFU. All 3 available centrimag motors were tried while trying to setup to support the patient but the centrimag pump didn't fit in any of them.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blood pump being difficult to lock into the centrimag motor¿s housing was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis. There were no log files submitted for review. The provided information stated that when pumps were completely rotated in the motor housing as per IFU, the screw is not matching the groove. When the screw is aligned to the groove, the pump was not fully rotated and moved inside the motor housing. The pumps were pulled out and repositioned in the motor housing but the same issue persisted. As there was no alternative to treat the patient, they used the pump fully rotated in the motor housing. On april 10th, it was reported that the pump was working as expected. Available information indicates that the blood pumps and motor will not be returned for evaluation. The provided customer photo shows the pump inserted into the motor housing without being rotated; there were no obvious issues noted with the products. A root cause of the reported event was not conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag pump being difficult to fit into the centrimag motor, and an issue with the motor, was unable to be determined. A photo was provided by the customer which showed the motor¿s set screw being misaligned from the grove in the pump¿s housing. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and at the product performance engineering department, and the motor was found to perform as intended. Multiple centrimag blood pumps and pedivas pumps were able to fit and lock into the motor as intended during testing, and the pumps did not rotate within the motor throughout all testing. Available information for this event indicates that the motors and pumps were exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.